Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. The customer reported complaint of the autopulse nxt platform (sn (B)(6) not providing sufficient compressions was confirmed during the archive data review but not during the functional testing. Based on the archive data review, the patient size fluctuates unexpectedly, particularly each time the start function is accessed. This pattern suggests potential user interference, such as lifting the band after pressing the start button, which may lead to insufficient compression. The autopulse nxt platform passed preliminary functional testing without any fault or error. The nxt platform was tested further using a medium zoll torso fixture (mztf) with two known-good nxt batteries until discharged without fault or error, and the customer's reported complaint was not replicated. Following the service, the nxt platform was tested with known-good nxt batteries until fully discharged without any faults or errors. The autopulse nxt platform passed the final testing without any issues.

Event description:
During the patient call, the autopulse nxt platform (sn (B)(6) was used on the male patient (estimated to be between 58- and 63-years old, approximately 125-130 kg in weight, and around 180 cm in height). A cardiac arrest was witnessed. No alarms or error codes were observed on the platform. The autopulse platform was operated in 30:2 compression mode and later switched to continuous mode. The device was not delivering adequate compressions, leading to end-tidal carbon dioxide (etco2) remaining consistently at 8 mmhg. A crew member assessed potential causes for the low etco2, including airway placement, sampling line, and ventilation rate, but no changes were noted. While preparing the patient for dual sequential defibrillation and transport, etco2 readings increased to 24-26 mmhg. The autopulse platform was stopped and manual CPR continued during transport, producing higher etco2 values compared to the autopulse device. Upon arrival at (B)(6), the crew member shared these findings with the hospital staff. The hospital subsequently utilized the lucas device. According to the reporter, the etco2 readings were obtained via the zoll monitor through the intubation line. No consequences or impact to the patient.